Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent repair of ventral incisional hernias with bard flat mesh. On (B)(6) 2006 - pt underwent repair of recurrent incisional hernia with a ventralex mesh. Md noted that the recurrence is probably attributed to the fact that the pt, at the time after surgery was not given a long enough plan of light duty. The previously placed bard flat mesh was not excised during this procedure. On (B)(6) 2006 - pt underwent repair of recurrent incarcerated ventral incisional hernia with composix e/x mesh. During this procedure a partial excision of an unspecified mesh was performed. On (B)(6) 2009 - pt underwent repair of recurrent ventral incisional hernia with non-bard mesh. During this procedure all three of the previously placed bard products were excised. It was noted that bowel and omentum were adherent to the mesh and that the mesh was "bunched together in the middle."

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be add'l implants. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for adhesions and recurrence both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for eval and no lot number has been provided. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00726 for info related to the bard flat mesh implanted on (B)(6) 2005. See MDR 1213643-2011-00727 for info related to the ventralex mesh implanted on (B)(6) 2006.